Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device analysis: 1 empty 1ml syringe was received in an opened pack without cap nor needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported that during injection with a syringe of juvéderm voluma® xc the ¿hub cracked and the product leaked all over the patient.¿ no injury to patient or injector.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported events of crack and gel leak: precautions ¿ "failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with a syringe of juvéderm voluma® xc the ¿hub cracked and the product leaked all over the patient.¿ no injury to patient or injector.